Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient experienced permanent injury, with the current information available an assessment into the allegation of permanent injury could not be made. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an umbilical hernia. A ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to remove the ventralex st which allegedly failed. The attorney alleges the patient suffered and will continue to suffer physical pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient experienced permanent injury, with the current information available an assessment into the allegation of permanent injury could not be made. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to update the additional information provided and to correct the manufacturing date. Based on the additional information received, no conclusions can be made. Per medical record review, post implant of ventralex st mesh, the patient had periumbilical pain and mesh contracture thereby underwent mesh removal. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an umbilical hernia. A ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to remove the ventralex st which allegedly failed. The attorney alleges the patient suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia, thereby underwent open repair with implant of ventralex st mesh. Per the operative report details, ¿a small fascial defect was encountered. A small ventralex mesh (ventralex st mesh) was then placed and secured.¿ (B)(6) 2014 - patient visited hospital for follow-up due to periumbilical pain. (B)(6) 2014 - patient was diagnosed with the abdominal pain and mesh contracture, thereby underwent laparoscopic repair with mesh removal. As per op-notes, "the peritoneum is opened, and the edge of the mesh is located. The mesh is excised with electrocautery." Attorney alleges that the patient was diagnosed with hernia recurrence, pain, seroma, infection and emotional injuries. It was also alleged that the patient underwent subsequent surgeries on (B)(6) 2015 for recurrent umbilical hernia repair and on (B)(6) 2016 for incisional hernia repair with creation of bilateral myocutaneous flaps and implantation of mesh.